Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump gave a suspend before low alarm. The customer stated the sensor was reading 60, but blood glucose value was 134 mg/dl. The insulin pump was not in suspend longer than 2 hours. The customer also reported receiving calibration error and change sensor alerts. They were advised about insertion and calibration best practices. The sensor was not returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.